Event description:
New information notes the device was explanted and replaced.

Event description:
New information received notes reduced r-wave amplitudes were observed. The physician suspected the device and the lead.

Event description:
It was reported that a patient received inappropriate therapy around the time the patient was in the hospital for pneumonia and on levaquin. Crosstalk was observed for those episodes. Patient did not have any more episode after that and no further crosstalk. The physician plans to fluoro this device and lead when eri is reached.

Manufacturer narrative:
The reported field event of noise due to crosstalk and a reduction of r-wave amplitude were not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and met all test specifications. No anomaly was observed. No noise was observed on real-time electrograms. The sensed amplitudes were normal when applied to the input signal. The cause of the reported field events were not determined.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No medwatch form was received.